Event description:
Clinician stephen schildge contacted technical services to report over sensed far field p-waves on non-sustained rv oversensing episodes from merlin@home remote transmission 2026-06-18 09:27:29. Tse reviewed the egm from 29 mar 2026 02:19:00 and suggested the consideration of increasing max sensitivity from 0.5 mv to 0.6 or 0.7 mv to cover far field p-waves measured at 0.55 mv. Clinician will follow up with physician regarding next steps. No symptoms were reported.